Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer received readings of 102 mg/dl, and 242 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.